Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ lower pelvic pain') in an adult female patient who had essure (batch no. D08053) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no." The patient's medical history included diabetes, stomach ulcer, osteoarthritis, depression, gallbladder removal, vaginal pain, obesity, pelvic pain female, abdominal pain lower, pid pelvic inflammatory disease, abdominal pain, right lower quadrant pain, mental disorders of mother, postpartum, pap smear abnormal, chlamydial infection, gonorrhea, varicella, chest pain, snore, anxiety, type 2 diabetes mellitus, cough, marijuana abuse, shoulder pain, myopic astigmatism, depression, low back pain, glycosuria, urinary frequency, vaginal irritation, ganglion cyst, palpitations and inadequate analgesia. Previously administered products included for an unreported indication: mirena and depo-provera. Concomitant products included clindamycin phosphate (cleocin t), ibuprofen, insulin glargine, levonorgestrel (mirena) since 2012 to (B)(6) 2016, minerals nos;vitamins nos (multivitamin and mineral supplement), prazosin, sertraline hydrochloride (zoloft) and zolpidem tartrate (ambien). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping"), heavy menstrual bleeding ("menorrhagia"), vaginal hemorrhage ("abnormal bleeding (vaginal"), uterine hemorrhage ("uterine bleeding/abnormal uterine bleeding") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacteria vaginosis") and was found to have uterine leiomyoma ("fibroids in uterus"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, heavy menstrual bleeding, vaginal hemorrhage, uterine hemorrhage, bacterial vaginosis and uterine leiomyoma had resolved. The reporter considered bacterial vaginosis, dysmenorrhoea, heavy menstrual bleeding, pelvic pain, uterine haemorrhage, uterine leiomyoma and vaginal hemorrhage to be related to essure. The reporter commented: essure insertion date discrepancy: (B)(6) 2016, (B)(6) 2015. Left ostia: there was 1 coil noted hanging into the uterine cavity and the essure fiber was appreciated. The right tubal ostia were appreciated and the essure was placed without incident with 3 coils noted. Discrepancy noted in removal date (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Batch no d08053. Production date 2014-09-10. Expiration date 2017-09-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-may-2021: pfs received. Event outcomes were updated to recovered/ resolved for vaginal hemorrhage, heavy menstrual bleeding and pelvic pain. Event onset dates were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. D08053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included diabetes, stomach ulcer, osteoarthritis, depression and gallbladder removal. Previously administered products included for an unreported indication: mirena and depo-provera. Concomitant products included clindamycin phosphate (cleocin t), ibuprofen, insulin glargine, levonorgestrel (mirena) since 2012 to (B)(6) 2016, minerals nos; vitamins nos (multivitamin and mineral supplement), prazosin, sertraline hydrochloride (zoloft) and zolpidem tartrate (ambien). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), uterine haemorrhage ("uterine bleeding/abnormal uterine bleeding") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacteria vaginosis") and was found to have uterine leiomyoma ("fibroids in uterus"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage outcome was unknown and the dysmenorrhoea, uterine haemorrhage, bacterial vaginosis and uterine leiomyoma had resolved. The reporter considered bacterial vaginosis, dysmenorrhoea, menorrhagia, pelvic pain, uterine haemorrhage, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion date discrepancy: (B)(6) 2016, (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion. Batch no d08053, production date 2014-09-10, expiration date 2017-09-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. D08053) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included diabetes, stomach ulcer, osteoarthritis and depression. Previously administered products included for an unreported indication: depo-provera. Concomitant products included clindamycin phosphate (cleocin t), insulin glargine, minerals nos;vitamins nos (multivitamin and mineral supplement), prazosin, sertraline hydrochloride (zoloft) and zolpidem tartrate (ambien). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal hemorrhage ("abnormal bleeding (vaginal), menorrhagia ("menorrhagia"), uterine haemorrhage ("uterine bleeding/abnormal uterine bleeding") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacteria vaginosis") and was found to have uterine leiomyoma ("fibroids in uterus"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, uterine leiomyoma and bacterial vaginosis outcome was unknown and the uterine hemorrhage had resolved. The reporter considered bacterial vaginosis, menorrhagia, pelvic pain, uterine hemorrhage, uterine leiomyoma and vaginal hemorrhage to be related to essure. The reporter commented: essure insertion date discrepancy: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: results unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2021: pfs received. Reporter information was updated. Event "essure confirmation test(s) conducted, specify no" and onset date for the event "fibroids in uterus" was added. Event "infection( bladder/ urinary tract/ vaginal)" was updated to "infection (bladder/ urinary tract/vaginal) type: bacteria vaginosis" event bladder infection and urinary tract infection deleted as infection (bladder/ urinary tract/vaginal) type is specified. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. D08053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, stomach ulcer, osteoarthritis and depression. Previously administered products included for an unreported indication: depo-provera. Concomitant products included clindamycin phosphate (cleocin t), insulin glargine, minerals nos;vitamins nos (multivitamin and mineral supplement), prazosin, sertraline hydrochloride (zoloft) and zolpidem tartrate (ambien). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), uterine haemorrhage ("uterine bleeding/abnormal uterine bleeding"), cystitis ("infection( bladder/ urinary tract/ vaginal)"), urinary tract infection ("infection( bladder/ urinary tract/ vaginal)") and vaginal infection ("infection( bladder/ urinary tract/ vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("fibroids in uterus"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, uterine leiomyoma, urinary tract infection and vaginal infection outcome was unknown and the uterine haemorrhage and cystitis had resolved. The reporter considered cystitis, menorrhagia, pelvic pain, urinary tract infection, uterine haemorrhage, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure insertion date discrepancy: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: results unknown. Most recent follow-up information incorporated above includes: on 22-jan-2021: pfs received: events: bladder infection, urinary tract infection, vaginal infection were added. Onset date of events: vaginal hemorrhage, menorrhagia, abnormal uterine bleeding, outcome of event: abnormal uterine bleeding were added. Concomitant drugs, medical history, patient demographic were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. D08053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included diabetes, stomach ulcer, osteoarthritis, depression and gallbladder removal. Previously administered products included for an unreported indication: mirena and depo-provera. Concomitant products included clindamycin phosphate (cleocin t), ibuprofen, insulin glargine, levonorgestrel (mirena) since 2012 to (B)(6) 2016, minerals nos;vitamins nos (multivitamin and mineral supplement), prazosin, sertraline hydrochloride (zoloft) and zolpidem tartrate (ambien). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), uterine haemorrhage ("uterine bleeding/abnormal uterine bleeding") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacteria vaginosis") and was found to have uterine leiomyoma ("fibroids in uterus"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage outcome was unknown and the dysmenorrhoea, uterine haemorrhage, bacterial vaginosis and uterine leiomyoma had resolved. The reporter considered bacterial vaginosis, dysmenorrhoea, menorrhagia, pelvic pain, uterine haemorrhage, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion date discrepancy: (B)(6) 2016, (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: pfs received- outcome of uterine fibroids updated to recovered / resolved. Medical history, concomitant drugs, rcc and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. D08053) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and uterine haemorrhage ("uterine bleeding") and was found to have uterine leiomyoma ("fibroids in uterus"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, uterine leiomyoma and uterine haemorrhage outcome was unknown. The reporter considered menorrhagia, pelvic pain, uterine haemorrhage, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion date discrepancy: (B)(6) 2016. Most recent follow-up information incorporated above includes: on 31-mar-2020: pfs and mr received: case become serious incident. Event injury removed. Lot number, events: abnormal bleeding (vaginal, menorrhagia), fibroids in uterus, pain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. D08053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, stomach ulcer, osteoarthritis and depression. Previously administered products included for an unreported indication: depo-provera. Concomitant products included clindamycin phosphate (cleocin t), insulin glargine, minerals nos;vitamins nos (multivitamin and mineral supplement), prazosin, sertraline hydrochloride (zoloft) and zolpidem tartrate (ambien). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), uterine haemorrhage ("uterine bleeding/abnormal uterine bleeding"), cystitis ("infection( bladder/ urinary tract/ vaginal)"), urinary tract infection ("infection( bladder/ urinary tract/ vaginal)") and vaginal infection ("infection( bladder/ urinary tract/ vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("fibroids in uterus"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, uterine leiomyoma, urinary tract infection and vaginal infection outcome was unknown and the uterine haemorrhage and cystitis had resolved. The reporter considered cystitis, menorrhagia, pelvic pain, urinary tract infection, uterine haemorrhage, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure insertion date discrepancy: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: results unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. D08053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included diabetes, stomach ulcer, osteoarthritis and depression. Previously administered products included for an unreported indication: mirena and depo-provera. Concomitant products included clindamycin phosphate (cleocin t), insulin glargine, minerals nos;vitamins nos (multivitamin and mineral supplement), prazosin, sertraline hydrochloride (zoloft) and zolpidem tartrate (ambien). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), uterine haemorrhage ("uterine bleeding/abnormal uterine bleeding") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacteria vaginosis") and was found to have uterine leiomyoma ("fibroids in uterus"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and uterine leiomyoma outcome was unknown and the dysmenorrhoea, uterine haemorrhage and bacterial vaginosis had resolved. The reporter considered bacterial vaginosis, dysmenorrhoea, menorrhagia, pelvic pain, uterine haemorrhage, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion date discrepancy: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: results unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2021: pfs received. Reporters information added. Event: dysmenorrhea (cramping) added. Event outcome were updated to recovered: bacterial vaginosis. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.